Event description:
The hcp reported the pump was explanted due to an infection. The pt was reimplanted in 2003 with a new pump and catheter. A follow up report will be sent when additional info is received.